Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy trans-ray 40cc triggered an "optical sensor failure" alarm. A new product was issued and used without issue. There was no damage to the patient's health, no delay in the procedure,

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h11, h6 (investigation findings, type of investigation, investigation conclusions), h11. Corrected fields: d1, d4 (lot #, UDI). This event occurred on the japanese market with a transray 40cc iab, which is a significantly similar device to sensation or 40cc which is sold in the us. For d4: di number has been used for sensation 40cc (B)(4), which is sold in the USA. Provided d4 lot number, d4 expiration date corresponding to transray device involved in the event, which is not available in USA. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.